Manufacturer narrative:
Device manufacture date - unknown. The lot number information needed to review device history records was unavailable. Other - two trial liners of size 24 and size 27 were returned. One clip was too deformed for an accurate dimensional analysis but the other was within tolerance. The screws from both liners were within tolerance. It could not be determined if either liner was the unit referenced in this complaint. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent hip procedure on (B)(6) 2011. During the procedure, the trial insert clip disassociated and radiographs revealed that it was retained between the bearing and acetabular cup. The insert clip was removed with no injury to the patient and no delay in the procedure.